Manufacturer narrative:
Investigation results: media review: media was received in the form of three images. Review of the media was not applicable as there was no device shown in the fluoroscopy images. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the embold device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the coil pack migrated, resulting in additional intervention. Three embold packing 60 coils were selected for use in a an embolization of the subclavian artery following a thoracic endovascular aortic repair (tevar) procedure. During the tevar procedure, a non-boston scientific (bsc) stent graft was placed. The target vessel was mildly calcified and 9mm in diameter. An interlock 12x30 coil was placed initially, followed by each of the three embold packing 60 coils. The procedure was completed and the patient was brought to the cardiac intensive care unit (cicu), where an x-ray revealed that the coil pack had migrated to the bronchial artery. The non-bsc stent graft had moved slightly back, creating an antegrade flow to the subclavian, likely contributing to the migration of the coil pack. The following day, the coil pack was successfully removed from the patient via snare.